Event description:
Additional information received noted that screw came loose; would not tighten. This stimulator was not implanted in the patient. A back up stimulator was used. It was the manufacturer's representative's understanding that the patient was doing fine. The patient recovered without sequelae.

Manufacturer narrative:
Programmer model # 3037 lot # njd147712n; lead model # 3889-33 lot # v847586 implanted (B)(6) 2012 explanted unknown. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 serial # (B)(4) showed ins setscrew backed out too far.

Event description:
It was reported there was an issue with a surgical procedure. Regarding the ins during intraoperative it was noted that electrode 3 was out of range with any other electrode. The healthcare professional was turning the set screw with wrench but did not seem to be making progress. It seemed that the set screw was backed out so far that it came out of the tap. It also seemed, based on description, that the threads may have been crossed making reinsertion difficult or impossible. They were not able to rethread the screw and planned to implant a new ipg. If additional information is received, a follow up report will be sent.